Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a surgery took place in which a screw broke during implantation causing a significant delay in surgery. Surgery took place (B)(6) 2018.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. Upon review of the part, it was observed that the proximal collet contained biological debris and could not be positioned. The threads immediately distal to the screw neck displayed damage consistent with the effects of removal.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a surgery took place in which a screw broke during implantation causing a significant delay in surgery. Surgery took place (B)(6) 2018.